Event description:
It was reported that the customer device had several event codes logged in the memory. Physio-control evaluated the device and verified the reported problem. In addition, physio found a malfunction that intermittently resulted in no ECG trace and failure to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be a temperature sensitive ic chip, designator u15, on the system pcb assembly. A replacement device was provided to the customer.